Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of blood tubing leaking could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation.

Event description:
Material #:2477-0007. Batch#:24066752, 24045465, unknown. It was reported by customer that the blood infusion tubing set have experienced blood product leaking from the second unused clamped port on the set. Three reports total on different patients with different blood infusion volumes, different pumps, and different access. Verbatim: rcc received a complaint via email. Email(s) attached. Staff utilizing blood infusion tubing set have experienced blood product leaking from the second unused clamped port on the set. Three reports total on different patients with different blood infusion volumes, different pumps, and different access. Product number - 2477-0007. Lot number - 24066752, 24045465.

Event description:
Material #: 2477-0007, batch#: 24066752, 24045465. It was reported by customer that the blood infusion tubing set have experienced blood product leaking from the second unused clamped port on the set. Three reports total on different patients with different blood infusion volumes, different pumps, and different access. Verbatim: rcc received a complaint via email. Staff utilizing blood infusion tubing set have experienced blood product leaking from the second unused clamped port on the set. Three reports total on different patients with different blood infusion volumes, different pumps, and different access. Product number - 2477-0007. Lot number - 24066752, 24045465.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.